Event description:
It was reported that while in the cath lab, the md inserted the sheath via the right femoral artery. The iab was prepped per instruction and the md inserted it without difficulty. The iab was connected to the pump. Nine minutes after pumping began, the "high pressure" alarm rang. The device was reset and pumping was restarted. Soon after that, the "high pressure" alarm rang again. Blood was noticed in the gas drive line tubing. The iab was removed and replaced with another iab. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.